Event description:
It was reported that the device failed during patient ventilation with an acoustical alarm. No patient injury occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during patient ventilation with an acoustical alarm. No patient injury occurred.

Manufacturer narrative:
The affected device was examined and repaired at the manufacture¿s repair shop. The log file was not available for the investigation. Based on the device examination, a faulty power supply was identified as root cause of the reported event. The faulty power supply was replaced. If the power supply unit fails, the internal supply voltages break down. This stops the ventilation; the screen goes black and the emergency breathing device is automatically opened to allow the patient to breathe spontaneously. In this case, the device alarms acoustically with a mains failure alarm via the mains failure horn for at least two minutes. The mains failure horn is electrically supplied by gold caps independently of the power supply unit, so that the acoustic alarm is ensured even if the power supply unit fails. In the current event, the device reacted as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.